Event description:
It was reported that no changes to anticoagulation status that may have contributed. Patient was continued on warfarin. International normalized ratio (inr) on (B)(6) 2021 was 4.7 and was being held due to supratherapuetic level. Patient had not been eating much and elevated inr was due to worsening dementia/malnutrition. CT scan of the head was completed by outside facility that showed subdural hemorrhage. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for the ventricular assist device (vad) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii lvas. This document also provides information regarding anticoagulation, including recommended inr values. The evaluation of heartmate ii left ventricular assist device (lvad), did not reveal any device related issues. A correlation between the evaluation of device and the reported events cannot be conclusively determined. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing, and the distal portion of the driveline was not returned. The distal half of the flex section and the inlet elbow were returned attached to the pump inlet port. The inlet extension and proximal half of the flex section were not returned. The outflow elbow was returned attached to pump outlet port, while the sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and function testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient fell in the hallway at home. The patient's wife assisted him back to bed. This was a witnessed fall and the patient was slow coming to arousal but then was alert and oriented, and articulating well. The next morning she came to check on him and he was breathing rapidly and was unresponsive. There were no left ventricular assist device (lvad) alarms at this time and the device was working appropriately. He had increasing weakness in the previous weeks due to his worsening dementia. The patient had been seen earlier on (B)(6) 2021 in clinic due to worsening mentation secondary to his worsening dementia. During evaluation the patient had no lvad alarms and only one abnormal lab. He had no other indication for admission. He was transported by ems to outside hospital local emergency room. The patient had significant left-sided head bleed with significant midline shift, he was unresponsive and with dilated and fixed pupils. It was decided that no further treatment would be given and the lvad would be disconnected. There were no unexpected alarms. The only alarms that occurred were after the pump was shut off at 8:43 am on (B)(6) 2021. The patient expired at 9:29 am on (B)(6) 2021. There were no indications of device malfunction. The device has been explanted (B)(6) 2021 at 10:45 am and will be returned.